Event description:
1. It is difficult to maintain sterility of catheter when removing from blister package and inner envelope. 2. After opening several packages in an attempt to maintain sterility, a catheter was found to have a sharp, unfinished edge, not rounded as it should be. This could have potentially damaged a pt's airway if it had been used to suction.